Event description:
The doctor reported that he repaired a ventral hernia with permacol that became infected and required debridement. Upon exploration, the doctor noted that the permacol had broken down in the center portion of the implant. No further information was provided or available.